Manufacturer narrative:
The 23 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed no non-conformities. The laser probe was inserted into a known good 23 gauge trocar cannula and passed through with no noticeable resistance. The sample¿s outer cannula diameter was measured. With an outer diameter min/max value of 0.0250 to 0.0255 inches, the sample¿s outer diameter was measured to be 0.02515 to 0.02520, meeting specifications. The 23 gauge illuminated flex curved laser probe, was manufactured on october 10, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The sample was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a vitrectomy procedure, the 23g laser probe tip could not be inserted into 23g trocar cannula.